Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
The philips remote service engineer provided the customer a bench repair form to return the device back for evaluation and repair. The customer was provided a replacement device, subsequently the customers device in question was not repaired.